Event description:
It was reported that the customer received multiple occlusion alarms. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.